Manufacturer narrative:
Clinician stated that lodi implant failed to osseointegrate. Pt has low density bone. The implants were not immediately loaded. The clinician did not provide the following info: amount of torque used on abutment and implant and whether primary stability was achieved. Failure to osseointegrate is a well-documented inherent risk of dental implants. In the majority of cases where an implant fails to integrate w/the bone and is rejected by the body, the cause is unknown. The records management data base of each of the implants indicates that the implants met the specifications and were approved for product release. Any issues were successfully resolved prior to the release of the implants. No further action is required. Refer to per (B)(4).

Event description:
Lodi implant failed to osseointegrate.